Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported that while using bd vacutainer® 9nc 0.109m plus blood collection tubes, there was overfill of an unspecified number of tubes. No patient impact reported.

Event description:
Report 1 of 2 it was reported that while using bd vacutainer® 9nc 0.109m plus blood collection tubes, there was overfill of an unspecified number of tubes. Samples were rejected and had to be recollected.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes returned to manufacturer on: 09-jan-2024. H6. Type of investigation - additional code added b03 - testing of device from same lot/batch returned from user h6. Investigation summary: bd received 1 photograph and 15 samples (lot 3227387) and 15 samples (lot 3247744) from the customer in support of this complaint. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Evaluation of photographs indicated satisfactory draw level (citrate draw volume guide attached). Additionally, 15 returned samples from each lot number provided and 20 retained samples from each lot number provided were draw-tested with deionized water and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2. It was reported that while using bd vacutainer® 9nc 0.109m plus blood collection tubes, there was overfill of an unspecified number of tubes. Samples were rejected and had to be recollected.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: report 1 of 2. It was reported that while using bd vacutainer® 9nc 0.109m plus blood collection tubes, there was overfill of an unspecified number of tubes. Samples were rejected and had to be recollected. H.6. Investigation summary: material #: 363095. Lot/batch #: 3247744 . Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Evaluation of photographs indicated satisfactory draw level. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.